Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The hospital has been informed that replacement of the bag-to-vent switch will resolve the reported complaint. No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during the preoperative checkout, it was noted that mechanical mode of ventilation was not functional. There was no report of patient involvement.